Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2018-09860. Foreign: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the baseplate screws fractured in-vivo causing loosening of the baseplate approximately one (1) year post-implantation of a reverse total shoulder arthroplasty. The baseplate and screws were removed, cancellous bone was grafted, and the patient was converted to a hemi. The glenosphere may possibly be reimplanted after the glenoid bony defects heal. No further information is available.